Event description:
It was reported that the customer received a no delivery alarm on the insulin pump, which was resolved by an infusion set change. Customer's blood glucose was 158 mg/dl. The alarm occurred during a manual prime. It was not possible to determine the cause of the issue as troubleshooting could not be performed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.